Event description:
It was reported that the patient had been hospitalized with hypoglycemia and hyperglycemia. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. The doctor made adjustments to his settings. It is unknown when the patient was released from the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.